Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and customer informed that the cs100 has an alarm leak in iab circuit. The fse tested the machine for about 2 hours and no abnormal symptoms were found. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) displayed leak in iab circuit alarm / "check iabp catheter". There was no patient involvement, and no adverse event reported.